Event description:
It was reported through remote transmission that the device was unable to be interrogated through remote transmission. A software download was performed, and rf telemetry was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).